Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had inaccurate readings and triggered threshold suspend. The customer's blood glucose was 220 mg/dl and sensor glucose was 40 mg/dl at the time when threshold suspend was triggered. The customer also reported that the blood glucose went up to 440 mg/dl at the time of call. The customer stated that they treated the high blood glucose with the insulin pump and manual injection. Troubleshooting was performed and no issues was found on the insulin pump. The customer declined to complete troubleshooting for high blood glucose. The sensor and insulin pump will not be returned for analysis.